Manufacturer narrative:
No product problem or systemic issue was identified and the reason for the differences observed are likely sample specific. The most likely cause for the discrepancy observed is due to the samples having a low viral load where results can waiver, the off-label collection, sample handling, and differences in testing platforms. (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when testing with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The initial test was positive for target 1 (sars-cov-2) and positive for target 2 (pan-sarbecovirus). The same sample was repeated with the cobas® sars-cov-2 & influenza a/b for use on the cobas® liat system and generated negative results. Both results were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.